Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracoscopy procedure, the device would not open. After placing the reload and closing the jaws to pass through the trocar, it was impossible to reopen the device. The stapler was not used and replaced by a new one which worked properly with a new reload. There were no adverse consequences for the patient.

Event description:
It was reported that during a lap gastric bypass procedure, the device was not forming staples on the distal tips and the knife blade was not fully advancing. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Premature sled movement. The (B)(4) device was received for analysis with no visual non-conformances and with a (B)(4) cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.